Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
About three weeks post implant, that the right ventricular (rv) lead had pulled back and had no capture at five volts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.